Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the left circumflex (cx). A vessel dissection was noted after a 2.75x33mm xience sierra drug-eluting stent (des) was implanted. Therefore, the dissection was treated with another xience stent and the procedure was completed. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.